Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A device nurse called in regards to hv impedance increasing from 95 ohms to 123 ohms via hm alert. It was suggested the patient be brought in for a follow-up to complete testing. Also, an x-ray should be taken to identify any possible causes of the impedance rise. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.